Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 17-dec-2018 with the following findings: the battery compartment was cracked below and above the grip pad. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on (B)(6) 2018.